Event description:
It was reported, that intermittently, the piston on the pump did not fully retract. And a cartridge could not be loaded onto the pump. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.